Manufacturer narrative:
Batch review performed on 19-aug-2024 lot 151386: (B)(4) items manufactured and released on 15-jul-2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 9 years after primary, the patient came in reporting pain due to a distally potted stem and the cause is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully.